Event description:
Found during testing. According to the reporter, the defibrillator will only charge to a displayed energy of one joule. There was no pt associated with the reported incident.

Manufacturer narrative:
Physio-control made an offer of service to repair the device which the customer declined. The reporter indicated that the repair was made by swapping out the power conversion pcb assembly with another device that was previously removed from service and that the device now operates properly.